Event description:
Cautery tip being used with tyco/valley lab cautery machine flared on (B)(6) 2005 without causing injury to pt. On (B)(6) 2006, three different tips used with valley lab cautery machine flared, again without causing injuries to the pt. Machine was removed from service and was inspected by independent biomed contractor, with machine found to be working properly. Administration and medical director met and determined the safest course of action would be to replace the valley lab machine which has been done. Cautery tips involved were returned to manufacturer for inspection at their request.